Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/31/2016. The cause of the customer complaint was due to an electronic component failure.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding an analyzer that was placed in the downloader/recharger (drc) and a "pop" was heard. The operator states that smoke was observed along with the burning smell. The customer states that the downloader caused the event and opted to return downloader and cables for investigation. The product was replaced at no charge. Per I-stat system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge.